Manufacturer narrative:
The mcs tip cover accessory will not be returned to isi for failure analysis investigation; therefore, the root cause of the customer reported failure mode cannot be determined. This complaint is being reported due to the following conclusion: during a da vinci procedure, it was alleged that mcs tip cover accessory while installed on the mcs instrument allegedly fell into the patient and unknown as to how the tip cover was retrieved during the same procedure.

Event description:
It was reported that during a da vinci hysterectomy procedure, the surgeon was unable to pull the monopolar curved scissors out of the trocar. Eventually with exertion, the tip cover accessory which was installed on the mcs instrument came off and fell into the patient. The surgeon was able to retrieve the tip cover accessory and remove from the patient. On july 14, 15, and august 05, 2015, intuitive surgical inc., (isi) made several attempts to obtain additional information regarding the reported complaint and has not been successful in receiving additional details.